Manufacturer narrative:
E1: patient country: spain. Name: ypsomed ag country: switzerland street: weissensteinstrasse 26 city: solothurn zip code: ch-4503. Request was performed for additional information including lot number; however, sample return was not provided. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, a patient reported a product quality issue with the cannula, as the catheters had bent catheters right before inserting them into her body. The patient had high bg and wouldn't go down and it was addressed by a correction dose with an insulin pen.